Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: "por" events observed in black box following a cartridge change on 8/13/2015. Battery cap is unable to fully tighten. Battery cap damaged. Battery compartment threads damaged. Battery compartment crack observed below grip pad. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.